Event description:
Customer reported via phone call to have had low blood glucose of 25 mg/dl and was attended to by paramedics. Customer requested financial assistance with sensors. Customer had low blood glucose due to adjustment of insulin pump by healthcare professional due to customer breaking foot. Customer declined troubleshooting for low blood glucose. Customer was transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.